Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in left anterior descending artery. A 2.75 x 28mm synergy xd drug-eluting stent was deployed, however, the stent delivery system became stuck inside of the stent. A second wire was used to successfully remove the device. No patient complications were reported.

Manufacturer narrative:
The synergy xd mr us 2.75 x 28mm, stent delivery system was returned for analysis. The balloon was reviewed, and it appeared to be in a deflated state with signs of positive pressure being applied to its cones noted. The stent was deployed from the balloon and was not returned for analysis. A microscopic examination of the balloon material identified no tears or holes. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink of the shaft polymer extrusion located at the site of the guidewire exchange port. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in left anterior descending artery. A 2.75 x 28mm synergy xd drug-eluting stent was deployed, however, the stent delivery system became stuck inside of the stent. A second wire was used to successfully remove the device. No patient complications were reported.